Manufacturer narrative:
Per tandem user guide: to activate the rf communication, you need to enter the unique transmitter ID into your pump. Once the transmitter ID has been entered into your pump, the two devices can be paired, allowing your sensor glucose readings to be displayed on your t:slim g4 pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, customer's pump was exclusively compatible with a g4 transmitter and the customer's transmitter was a g5 transmitter. Customer was instructed to input a placeholder transmitter ID in order to stop loss of connection alerts. No additional patient or event information was available.